Manufacturer narrative:
Additional information was received that both valves remain implanted. The infold was noted on the first valve. It was noted that there was heavy leaflet calcification extending into the left ventricular outflow tract (lvot). The balloon aortic valvuloplasty (bav) was performed on the second valve due to the valve not fully expanding, aortic insufficiency, and paravalvular leak (pvl). The bav used was a 22 mm balloon and two inflations were performed for roughly thirty seconds with a syringe. Five days post implant procedure, the patient died. Following the procedure the patient was extubated and was making improvement. Acute kidney injury on chronic kidney disease and creatinine continued to increase. The physician inserted a femoral venous dialysis catheter for continuous renal replacement therapy (crrt). While preparing for the crrt, low blood pressure alarms sounded and the patient was noted to be in pulseless electrical activity (pea). Cardiopulmonary resuscitation (CPR) was started but the patient expired. The final diagnosis was cardiac arrest and no autopsy was performed. It is unclear whether the valve or valve implant procedure were related to the death. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received that the second valve was reported to have moderate paravalvular leak (pvl) and moderate aortic insufficiency. No additional adverse patient effects were reported. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: evproplus-29us, serial/lot #: (B)(4), ubd: 29-sep-2020, UDI#: (B)(4). Product analysis: the products remain implanted, therefore no product analysis can be performed. Conclusion: without return of the products, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve dislodged aortic. Subsequently a second valve was implanted. After the implant of the second valve, an infold was suspected. A post implant balloon aortic valvuloplasty (bav) was performed however, the balloon was unable to be removed from the valve strut. It was suspected that the balloon catheter had been advanced through the outflow strut of the valve. An attempt was made to remove the balloon using wires, snares and catheters but was unsuccessful. The balloon was surgically removed. No additional adverse patient effects were reported.